Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Review of device history identified the following event: (B)(6) 2018 6:15:29 pm, system fault 42,224 occurred 0 0 0 4. Functional testing included use testing. The pump was powered up and the pump immediately gave error code 42224. The customer reported was able be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty mpu board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 42224". No adverse effects were reported.